Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Common device name: 03.820.279 - 7785919, part and lot number does not match. PMA/510(k)#: unknown: device is not distributed in the united states, but is similar to device marketed in the USA this report is for unknown shaft f/trial implants. Unknown lot number. Implant and explant dates: not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter facility phone number: (B)(6). PMA/510(k)k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the shaft trial implant is bent/ broken . Needs to be replaced, as cannot be used during the case. Set had another shaft trial implant available, hence case could be completed. No delay to procedure. No adverse event to patient. No further information is available. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: brand name added device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Lot number confirmed and a device history records review was conducted. The report indicates that the: 03.820.279 - 7755919, manufacturing site: (B)(4) manufacturing date: 17.feb.2012, no expiry date. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the shaft of the returned instrument is bent closed against the connection part of the instrument. The description of the complaint points out that the part was bent prior to usage; therefore, it could not be used during the surgery. The returned part is a multi-use device. As evidenced by the condition of the device, it was used, cleaned, and sterilized several times. Verification of hardness of the device showed that value was within specifications. The instrument needs to be exactly aligned with all the other devices/parts used for positioning in order for it to be effectively utilized. It is very improbable that the distortion was caused during a surgical procedure. Rather, it is most likely that the damage/distortion occurred during the cleaning and/or sterilization process. Product investigation summary: the investigation has shown that the part is bent as described in the complaint description. The manufacturing review shows that the production procedure was according to specifications and that there were no issues that would contribute to this complaint condition. Unfortunately, the limited information in the complaint description does not confirm how this happened. Because of the condition and the age of the device, it is likely that the returned product was frequently and intensely used. The verification of hardness showed that value was within the specifications. The damage was probably caused by improper handling before or after cleaning and/or sterilization on the complained site. The cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a shaft trial implant was bent and, therefore, rendered unusable. The device was intended to be used during a surgical procedure on (B)(6) 2016. However, do to the pre-operative damage an alternate device needed to be used. The procedure was reportedly completed without delay or incident.